Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 2000 ml eva tpn bag leaked ¿near the seams.¿ this occurred before patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed and revealed a top right edge leak. Microscopic inspection of the area revealed a tear at the top right edge of the bag. The reported condition was verified. The cause of the condition was not determined. A batch review was conducted it was found that during manufacturing, a bubble leak test had been failed. Potentially affected units were segregated and inspected. The cause was determined to be a bent machine part, which was replaced. All defective units were scrapped. Should additional relevant information become available, a supplemental report will be submitted.